Event description:
It was reported that while testing this new subcutaneous implantable cardioverter defibrillator (s-ICD) with the old electrode, it was not successful. Non-conversion of ventricular tachycardia or ventricular fibrillation was experienced with shock impedance at 140 ohms. The electrode was explanted and replaced. Testing was performed and was successful with the new electrode. No additional adverse patient effects were reported. This electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that while testing this new subcutaneous implantable cardioverter defibrillator (s-ICD) with the old electrode, it was not successful. Non-conversion of ventricular tachycardia or ventricular fibrillation was experienced with shock impedance at 140 ohms. The electrode was explanted and replaced. Testing was performed and was successful with the new electrode. No additional adverse patient effects were reported. This electrode is expected to return for analysis.